Event description:
A user facility reported a blood leak occurred about 20 minutes into the patient¿s hemodialysis (hd) treatment. It was reported that a hole was found on the line and blood was dripping out onto the machine. The blood leak was visually observed on the arterial portion of the blood tubing. There was no defect or damage seen on the dialyzer. There were no loose connections and nothing noted during priming. There were not any changes or disruptions in pressure that could have caused the leak. The patient¿s estimated blood loss (ebl) was approximately 150-200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported a blood leak occurred about 20 minutes into the patient¿s hemodialysis (hd) treatment. It was reported that a hole was found on the line and blood was dripping out onto the machine. The blood leak was visually observed on the arterial portion of the blood tubing. There was no defect or damage seen on the dialyzer. There were no loose connections and nothing noted during priming. There were not any changes or disruptions in pressure that could have caused the leak. The patient¿s estimated blood loss (ebl) was approximately 150-200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.